Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The device was unable to be interrogated possibly due to battery reaching end of life. Premature battery depletion was suspected. Intervention was discussed, but none were reported. There were no patient consequences.